Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the patient was hit on the head on the implant side. Reportedly, the patient stated that the "sound was different". All externals were exchanged, but the patient continued to report decreased performance. The results of an integrity test in 2006 were consistent with normal receiver/stimulator function. Explant/reimplant surgery was done four months later. The returned device stated that the patient experienced pain with stimulation.